Event description:
It was reported that pump insulin gauge displayed 0 units even though caller expected about 240 units, and this mismatch had occurred for several weeks. There was no reported impact to the customer¿s blood glucose level. Caller confirmed proper cartridge loading steps and use of room temperature insulin, reloaded same cartridge with assistance from technical support, and agreed to monitor pump and follow up if needed, with no further actions documented.